Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, steerable guide catheter (sgc) would not hold the column when the clip introduced into the guide. Air bubble were observed within the column and aspiration was needed. Once the clip and introducer were removed, column was held and the same sgc was used to complete the procedure. When tried to remove the clip from the introducer after loss of column was observed, one of the clip arms and grippers engaged in the blue distal portion. Cds was replaced and continued the procedure. All steps were performed as per IFU. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.